Event description:
It was reported "pump shut off during patient transport". No additional information on patient status or condition available.

Manufacturer narrative:
(B)(4). The reported complaint of "unit turned off during transport" is not able to be confirmed. The product was not returned for investigation. According to the field service report, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Corrected data: UDI number unavailable as complainant did not report a lot number.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump shut off during patient transport". No additional information on patient status or condition available.